Event description:
A case report was received regarding "implantable collamer lens subluxation in a patient with lenticular coloboma: a case report." The article reported a 27-year-old man with a marfanoid body habitus was seeking refractive surgery for correction of high astigmatism in right eye. A 13.2mm vticm5_13.2 implantable collamer lens, -08.00/+5.5/095 (sphere/cylinder/axis) was implanted. At three weeks post-op, the patient presented with decreased vision, the vaulting was low and the icl had subluxated inferiorly. An ultrasound bio microscopy confirmed the presence of a ciliary body cyst. The unstable icl was explanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk. H6: health impact- clinical code: 4581 - decreased vision. Claim # (B)(4).